Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this left ventricular (lv) lead, high out of range pacing impedance measurements greater than 2,000 ohms was observed in the tip to ring configuration when the lead was connected to a pacing system analyzer (psa) and when connected to the associated cardiac resynchronization therapy defibrillator (crt-d). The lead was programmed ring to can and pacing impedance measurements were noted to be stable and acceptable at 950 ohms. No further configurations were checked at that time. It was noted that the physician had placed the alligator clip directly onto the lv terminal pin without use of the appropriate accessory for the terminal pin. Boston scientific technical services (ts) discussed potential causes. The lead was successfully implanted. The patient was seen the following day and the tip to rv configuration was reviewed and noted pacing impedance measurements of 1,400 ohms. This product remains implanted and in service. No adverse patient effects were reported.